Manufacturer narrative:
Summary of investigation: batch code#: cm0813. Date of manufacture: 09-oct-2019 - 11-oct-2019. Batch cm0813 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that the wrap may have caused " terrible shooting pains down both his legs." The cause of the consumer statement "terrible shooting pains down both his legs" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass adverse event negligible-minor for lbh 8hr products. Lbh ae negligible-minor (B)(6)2017 to (B)(6)2020. Site sample status was not received. Process related was no. Final confirmation status was not confirmed.

Event description:
Event verbatim [preferred term] shooting pain down both legs [pain in extremity]. Narrative: this is a spontaneous report from a contactable consumer reporting for his husband and another consumer. An 83-year-old male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cm0813, expiration date sep2022, upc number: 062107336208, via an unspecified route of administration from (B)(6)2020 to an unspecified date for back problems and pain around his spine. Medical history included ongoing diabetes diagnosed in his 40's and treated with metformin and insulin, ongoing back problems and pain around his spine, had 2 toes removed recently on (B)(6)2020. On (B)(6)2020, he had the bandage on his foot changed. She clarified her husband had to have the bandage on his foot changed every second day for his 2 toes that were amputated on (B)(6)2020. She said her husband's foot was almost healed. Concomitant medication included influenza vaccine done in their home on (B)(6)2020. The patient previously took metformin in the beginning and about 5 years before (in 2015) he started taking insulin, both for diabetic. Now they had a new family doctor who stopped his insulin. She said the doctor was waiting to see her husband's reaction to not taking insulin. She said so far her husband's blood sugar count was ok. The reporter stated she went to the store pharmacy and the store pharmacy specialist suggested robax lower back & hip heatwrap for her husband's back. When she got home from she placed a robax lower back & hip heatwrap on her husband's lower back on (B)(6)2020 and within a half hour her husband was almost crying in pain, saying he had terrible shooting pains down both his legs. Her husband had to take tylenol for the rest of that day, and continued to take tylenol the next day. Reported on the first day her husband took 4 tylenol, clarified as kirkland brand tylenol 500mg. The next day her husband took 5 kirkland brand tylenol 500mg until he went to bed that night. She stated she had the used robax lower back & hip heatwrap, and 2 unopened robax lower back & hip heatwraps along with the robax outer packaging to return, if needed. She didn't know if what her husband experienced was a reaction to the robax lower back & hip heatwrap. When she removed the robax lower back & hip heatwrap from her husband's lower back, she placed it in her husband's nightstand drawer and the heatwrap was still warm the next morning. She asked if the robax lower back & hip heatwrap was supposed to stay warm for that long.the action taken for the product was unknown. The outcome of the event was resolved in (B)(6)2020. According to product quality complaint group: summary of investigation: batch code#: cm0813. Date of manufacture: 09-oct-2019 - 11-oct-2019. Batch cm0813 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that the wrap may have caused " terrible shooting pains down both his legs." The cause of the consumer statement "terrible shooting pains down both his legs" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, no trend identified for the subclass adverse event negligible-minor for lbh 8hr products. Lbh ae negligible-minor (B)(6)2017 to (B)(6)2020. Site sample status was not received. Process related was no. Final confirmation status was not confirmed. Follow-up (30nov2020): new information received from a contactable consumer includes new reporter information. Follow-up (01dec2020): new information received from product quality complaint group includes investigation results. No follow-up attempts required. No further information expected.

Event description:
Event verbatim [preferred term] shooting pain down both legs [pain in extremity], narrative: this is a spontaneous report from a contactable consumer reporting for his husband and another consumer. An 83-year-old male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cm0813, expiration date sep2022, upc number: (B)(4) ,via an unspecified route of administration from (B)(6) 2020 to an unspecified date for back problems and pain around his spine. Medical history included ongoing diabetes diagnosed in his 40's and treated with metformin and insulin, ongoing back problems and pain around his spine, had 2 toes removed recently on (B)(6) 2020. On (B)(6) 2020, he had the bandage on his foot changed. She clarified her husband had to have the bandage on his foot changed every second day for his 2 toes that were amputated on (B)(6) 2020. She said her husband's foot was almost healed. Concomitant medication included influenza vaccine done in their home on (B)(6) 2020. The patient previously took metformin in the beginning and about 5 years before (in 2015) he started taking insulin, both for diabetic. Now they had a new family doctor who stopped his insulin. She said the doctor was waiting to see her husband's reaction to not taking insulin. She said so far her husband's blood sugar count was ok. The reporter stated she went to the store pharmacy and the store pharmacy specialist suggested robax lower back & hip heatwrap for her husband's back. When she got home from she placed a robax lower back & hip heatwrap on her husband's lower back on (B)(6) 2020 and within a half hour her husband was almost crying in pain, saying he had terrible shooting pains down both his legs. Her husband had to take tylenol for the rest of that day, and continued to take tylenol the next day. Reported on the first day her husband took 4 tylenol, clarified as kirkland brand tylenol 500mg. The next day her husband took 5 kirkland brand tylenol 500mg until he went to bed that night. She stated she had the used robax lower back & hip heatwrap, and 2 unopened robax lower back & hip heatwraps along with the robax outer packaging to return, if needed. She didn't know if what her husband experienced was a reaction to the robax lower back & hip heatwrap. When she removed the robax lower back & hip heatwrap from her husband's lower back, she placed it in her husband's nightstand drawer and the heatwrap was still warm the next morning. She asked if the robax lower back & hip heatwrap was supposed to stay warm for that long. The action taken for the product was unknown. The outcome of the event was resolved in (B)(6) 2020. Additional information has been requested and will be provided as it becomes available. Follow-up (30nov2020): new information received from a contactable consumer includes new reporter information.

Event description:
Event verbatim [preferred term]: shooting pain down both legs [pain in extremity], , narrative: this is a spontaneous report from a contactable consumer reporting for her husband and another consumer. An 83-year-old male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cm0813, expiration date sep2022, upc/UDI number: (B)(4) via an unspecified route of administration from (B)(6) 2020 to an unspecified date for back problems and pain around his spine. Medical history included ongoing diabetes diagnosed in his 40's and treated with metformin and insulin, ongoing back problems and pain around his spine, had 2 toes removed recently on (B)(6) 2020. On (B)(6) 2020, he had the bandage on his foot changed. She clarified her husband had to have the bandage on his foot changed every second day for his 2 toes that were amputated on (B)(6) 2020. She said her husband's foot was almost healed. Concomitant medication included influenza vaccine done in their home on (B)(6) 2020. The patient previously took metformin in the beginning and about 5 years before (in 2015) he started taking insulin, both for diabetic. Now they had a new family doctor who stopped his insulin. She said the doctor was waiting to see her husband's reaction to not taking insulin. She said so far her husband's blood sugar count was ok. The reporter stated she went to the store pharmacy and the store pharmacy specialist suggested robax lower back & hip heatwrap for her husband's back. When she got home from she placed a robax lower back & hip heatwrap on her husband's lower back on (B)(6) 2020 and within a half hour her husband was almost crying in pain, saying he had terrible shooting pains down both his legs. Her husband had to take tylenol for the rest of that day, and continued to take tylenol the next day. Reported on the first day her husband took 4 tylenol, clarified as kirkland brand tylenol 500mg. The next day her husband took 5 kirkland brand tylenol 500mg until he went to bed that night. She stated she had the used robax lower back & hip heatwrap, and 2 unopened robax lower back & hip heatwraps along with the robax outer packaging to return, if needed. She didn't know if what her husband experienced was a reaction to the robax lower back & hip heatwrap. When she removed the robax lower back & hip heatwrap from her husband's lower back, she placed it in her husband's nightstand drawer and the heatwrap was still warm the next morning. She asked if the robax lower back & hip heatwrap was supposed to stay warm for that long. The action taken for the product was unknown. The outcome of the event was resolved in (B)(6) 2020. According to product quality complaint group: summary of investigation: batch cm0813 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that the wrap may have caused " terrible shooting pains down both his legs." The cause of the consumer statement "terrible shooting pains down both his legs" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed. Follow-up (B)(6) 2020): new information received from a contactable consumer includes new reporter information. Follow-up (B)(6) 2020): new information received from product quality complaint group includes investigation results. No follow-up attempts required. No further information expected. Follow-up (B)(6) 2021): new information received from the product quality complaint group includes updated investigational results.

Manufacturer narrative:
Summary of investigation: batch cm0813 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports that the wrap may have caused " terrible shooting pains down both his legs." The cause of the consumer statement "terrible shooting pains down both his legs" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/negligible-minor received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Process related was no. Final confirmation status was not confirmed.

Event description:
Shooting pain down both legs [pain in extremity]. Narrative: this is a spontaneous report from a contactable consumer reporting for his husband. An (B)(6) male patient started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number cm0813, expiration date sep2022, upc number: (B)(4), via an unspecified route of administration from (B)(6) 2020 to an unspecified date for back problems and pain around his spine. Medical history included ongoing diabetes mellitus diagnosed in his 40's and treated with metformin and insulin, ongoing back problems and pain around his spine, had 2 toes removed recently on (B)(6) 2020. On (B)(6) 2020, he had the bandage on his foot changed. She clarified her husband had to have the bandage on his foot changed every second day for his 2 toes that were amputated on (B)(6) 2020. She said her husband's foot was almost healed. Concomitant medication included influenza vaccine done in their home on (B)(4) 2020. The patient previously took metformin in the beginning and about 5 years before (in 2015) he started taking insulin, both for diabetic. Now they had a new family doctor who stopped his insulin. She said the doctor was waiting to see her husband's reaction to not taking insulin. She said so far her husband's blood sugar count was ok. The reporter stated she went to the store pharmacy and the store pharmacy specialist suggested robax lower back & hip heatwrap for her husband's back. When she got home from she placed a robax lower back & hip heatwrap on her husband's lower back on (B)(6) 2020 and within a half hour her husband was almost crying in pain, saying he had terrible shooting pains down both his legs. Her husband had to take tylenol for the rest of that day, and continued to take tylenol the next day. Reported on the first day her husband took 4 tylenol, clarified as (B)(6) brand tylenol 500mg. The next day her husband took 5 (B)(6) brand tylenol 500mg until he went to bed that night. She stated she had the used robax lower back & hip heatwrap, and 2 unopened robax lower back & hip heatwraps along with the robax outer packaging to return, if needed. She didn't know if what her husband experienced was a reaction to the robax lower back & hip heatwrap. When she removed the robax lower back & hip heatwrap from her husband's lower back, she placed it in her husband's nightstand drawer and the heatwrap was still warm the next morning. She asked if the robax lower back & hip heatwrap was supposed to stay warm for that long.the action taken for the product was unknown. The outcome of the event was resolved in (B)(6) 2020. Additional information has been requested and will be provided as it becomes available.